Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted during testing. The insulin pump was programmed with a manual bolus and a wizard bolus and monitored. The boluses were delivered and recorded properly in bolus history screen. No bolus anomaly noted during testing. The insulin pump had cracked case at display window corner, cracked battery tube threads and cracked belt clip slot at battery tube threads area.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer reported that the insulin pump seemed to be not delivering. The customer's blood glucose was over 600 mg/dl at the time of incident. The customer stated that they were given insulin drip to treat the blood glucose. The customer stated that they were wearing the insulin pump during hospitalization. The customer stated that the drive support cap appeared normal. The customer performed troubleshooting and did not find leaks, site issues and setting issues. The customer stated that they had large air bubbles in the tubing. The customer stated that the insulin was not stored at room temperature. The customer performed high pressure test and the insulin pump passed. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.